Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported scabs from scratching the area. There was no alleged device malfunction contributing to the irritation. The patient used over the counter hydrocortisone for the irritation then the patient's doctor prescribed hydrocortisone cream, the medical outcome is unknown. Supplemental report 9/13/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported scabs from scratching the area. There was no alleged device malfunction contributing to the irritation. The patient used over the counter hydrocortisone for the irritation then the patient's doctor prescribed hydrocortisone cream, the medical outcome is unknown.